Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported activation failure could not be determined. Factors that may contribute to activation failure include, but are not limited to, inability/difficulty to inflate, inflation technique, contrast concentration, loose connection with the inflation device, contamination in the inflation lumen, damage to the guide wire exit notch or inflation lumen or patient anatomical morphology. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a right renal artery. A 6.0x15mm herculink elite balloon expandable stent was attempted to be deployed as it was inflated to 11 atmospheres; however, the stent remained on the delivery system and was unable to release the stent fully. Another herculink was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.